Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test or verify weak battery alarm and failed battery test due to blank display. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and had motor error alarm. The customer stated they were able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.